Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump appeared to become frozen during a bolus attempt, and after rewinding the pump she then became stuck in rewind complete mode. The patient's blood glucose at the time of incident exceeded 400 mg/dl, which she treated with a manual insulin injection. Troubleshooting was initiated and the customer was able to exit the rewind complete loop and successfully prime the tubing. The customer was advised that the loop occurred due to attempting a bolus while in the rewind process. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with no frozen screen or rewind anomaly noted. The insulin pump passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No prime anomaly was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corner, cracked reservoir tube lip and shifted end cap sticker.